Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("implant not in situ in right side (it was not found in fallopian tube)") and abdominal pain lower ("pain in lower abdomen") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. A follow-up for this case was received via regulatory authority valvira (2017-1299) on (B)(6) 2017. Other product or product use issues identified: device difficult to use "difficult insertion to the right side" on (B)(6) 2017. On (B)(6) 2017, the patient had essure inserted. Insertion performed as planned. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criterion medically significant), abdominal distension ("swelling of lower abdomen") and pain in extremity ("ache in legs"). The patient will be treated with surgery (a laparoscopic tubal removal will be performed). Essure treatment was not changed. At the time of the report, the device dislocation, abdominal pain lower, abdominal distension and pain in extremity had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, device dislocation and pain in extremity with essure. The reporter commented in the right site the implant could not been seen by ultrasound. Dr. Could not see where the essure was and said that it could be more deep in the tube or in the abdominal cavity. She will go to the hospital for laparoscopy sterilization and in the same time essure will be removed. She has had abdominal pain and because of that she has been in sick leave. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: essure was not in tube and did not block the tube ultrasound scan - on (B)(6) 2017: right site the implant could not been seen (B)(6) 2017 - in the left side the essure was in right position. In the right side, implant could not been seen by ultrasound or x-ray picture (noticed that right implant is not in the tube). The list of device similar events contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: device dislocation. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.